Manufacturer narrative:
(B)(4). It was reported no pre-dilation was performed prior to implanting the vision stent. It should be noted the vision IFU states: pre-dilate the lesion with a ptca catheter. In this case, it is unknown how the failure to pre-dilate the lesion may have contributed to the reported patient effects.

Event description:
Same case as MFR report #: 2134265-2010-05247. It was reported that post a stenting treatment procedure, very late stent thrombosis and a myocardial infarction occurred. The lesion was located in a non tortuous left anterior descending artery (lad) measuring approximately 3.75-4.0mm in diameter. Both a 2.75x28mm and a 2.75x8mm taxus express2 stent were implanted in the lesion overlapping. No patient complications were reported. Five years later, the patient presented to the emergency room with chest pain and a myocardial infarction. Access was obtained via the femoral artery. The proximal end of the 2.75x8mm stent was occluded with thrombus. The thrombus filled most of the lad. A 2.5mm apex balloon was used to predilate the lesion and an export catheter was used to remove the thrombus. Ivus was used and it was noted that both stents were underdeployed in the lesion. The 2.75x28mm stent was placed distally and was deployed to approx 2.5mm in a 4.0 vessel. The 2.75x8mm stent was placed proximally and was deployed to approx 2.5mm in a 3.75mm vessel. No further patient complications were reported. Patient status is listed as okay. The patient had a history of non-compliance and was prescribed plavix at the time of the event. It is unknown if the patient was compliant at the time of the thrombosis. After the reintervention, the antiplatelet therapy was changed from plavix to effient.

Event description:
It was reported that the vision stent was being used to treat a tight proximal left anterior descending artery (lad). The lad lesion was a de novo lesion with 50% stenosis. No pre-dilatation was done prior to the attempt to stent the lesion. The vision stent was advanced through the guiding catheter and there was some resistance noted. So the device was pulled back and the vision stent dislodged from the stent delivery system (sds) balloon. A balloon catheter was used to try to capture and deploy the dislodged stent. However, the dislodged stent migrated to the circumflex (cx). A snare device was also used in an attempt to retrieve the stent. However, the snare device was unsuccessful. A second vision stent of the same size was used to treat the initial lesion in the lad. The cs began to clot off (thrombosis) and aspiration was performed to remove the clot (thrombosis). The pt had an enlarged heart and low ejection fraction and was placed on a balloon pump. The pt was taken to coronary artery graft bypass (CABG) surgery and two vessels were bypassed (cx and lad). The pt was noted to be extremely anti-coagulated and the pt's chest was left open for two days. The pt was taken back to the operating room and his chest was closed. The pt remains in intensive care unit (ICU). Though requested, no add'l event or pt info was provided.

Manufacturer narrative:
(B)(4). No predilatation. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a prod quality deficiency with respect to manufacture or design. All stent delivery systems are subjected to 100% visual inspection. In addition, a qc audit inspection is used to verify the prod quality. The other rx vision (1007850-12, (B)(4)) is being reported under a separate medwatch report number.